Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). The reason for call was that the caller was trying to connect to the patient's device today on a tablet and it was shocking the patient during the connection process. Confirmed normal placement of the implant. It was reviewed by the rep that pt does have an impedance issue on contact 4 and 7 which are not being used in programming. Had rep change the soft start/stop feature from 4 sec to 8 sec. Also suggested considering to lower amplitude or shut therapy off prior to connecting to the patient with the tablet as that may reduce the chance of shocking sensation. Pt never turns off stimulation while at home. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.